Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. During the download history review, no relevant alarms were noted in the history files to confirm the reported pump error. Battery cycle 19.0 received the lowbatteryalert (104) on 09/06/2025 at 20:16:00 after more than 7 days at 40.86 days. Battery cycle 18.0 received the lowbatteryalert (104) on 07/27/2025 at 22:56:00 after more than 7 days at 31.35 days. Battery cycle 17.0 received the lowbatteryalert (104) on 06/26/2025 at 11:00:00 after more than 7 days at 40.11 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with functional testing to ensure proper operation of the unit. Unit passed all applicable testing with no unexpected alarms noted. Unit is functioning properly. The unit was cut open and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, no moisture damage or anomalies were noted. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, the customer¿s allegation of pump error 25 was not confirmed. No relevant alarms were found in the download history, and the unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the insulin pump from running). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.